Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, one month post implant of this bioprosthetic valve, this device was replaced, valve-in-valve with a transcatheter bioprosthetic valve due to aortic regurgitation. No other adverse patient effects were reported.